Event description:
It was reported that the customer had issues with her insulin pump but was not sure what caused the problem. One of the infusion set's needle was bent. The customer also reported that her blood glucose level gets high on the third day. Her recent blood glucose level was 230 mg/dl. The customer was able to fix the issue by changing the infusion set and reservoir. The product was not re turned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).